Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects and malfunctions reported in the article are captured under a separate medwatch report. B3: date of event estimated d4: primary UDI number ¿ the UDI number is not known as the part and lot number were not provided. Literature attachment: article title ¿venous vascular closure system vs. Figure-of-eight suture following atrial fibrillation ablation: the style-af study¿

Event description:
It was reported that this was a prospective, multicenter, randomized, controlled, open-label trial investigated to compare the safety and efficacy of using a venous closure systems (vcss) [proglide and prostyle] to achieve hemostasis following single-shot pulmonary vein isolation to the actual standard of care [figure-of-eight suture and manual compression (mc)]. Although some complications were noted with all vascular closure devices discussed, the complications specifically for proglide and prostyle devices include pain, hematoma, myocardial infarction, atrial fibrillation, bleeding, medical intervention (figure 8 suture, manual compression and additional closure device), medication, rehospitalization, and/or failure to achieve hemostasis. The study concluded that following atrial fibrilization (af) ablation, the use of a vcs results in a significantly shorter time to ambulation, time to hemostasis, and time to discharge eligibility. No major vascular access-related complications were identified. The use of mc and a figure-of-eight suture showed a trend toward a higher incidence of minor vascular access-related complications. Specific patient information is documented as unknown.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) was not performed because a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. The reported patient effect of hemorrhage, infarction, atrial fibrillation, pain, and hematoma are listed in the perclose proglide instructions for use, as known patient effects of use with suture mediated closure device procedures. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, infarction, atrial fibrillation, pain, and hematoma, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.